Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the probe was bent, which prevented full travel of the probe wipe assembly (rb1). The fse straightened the probe and adjusted the probe wipe to resolve the issue. The instrument was verified to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported approximately one (1) to two (2) ml of diluted blood leaked from the probe wash of a coulter hmx hematology analyzer with autoloader. The customer stated the probe wash did not come all the way down to the end of the probe. The instrument operator was wearing gloves and a lab coat. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.